Event description:
It was reported to a stryker sales rep that "... Whilst in theatre that they had had issues with spine screws and therefore changed to a different provider (depuey/synthe). It is reported that three screws broke in surgery when trying to attach the rod and this is why they changed. Note: this information was obtained whilst the sales rep was discussing his products with the nurse and was not reported when the initial incident happened. Stryker only became aware of this today when the rep visited the hospital."

Manufacturer narrative:
It is reported that 3 screws failed during a surgery. It is reported that three screws broke during a surgery when the surgeon tried to attach the rod and they were changed. Without inspection of the involved implants, it is impossible to determine the failure mode and failure cause. No corrective actions can be applied in current case.